Event description:
The customer reported that an alarm sound was heard during an rf ablation procedure and the generator stopped working. The power was switched on and off multiple times but the problem continued. The procedure was stopped without any harm to the pt. An add'l operation is planned for a future date.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been rec'd for evaluation. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.